Event description:
On (B)(6)2010, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient's lead migrated. The patient began feeling stimulation in her jaw and neck. The sales representative met with the patient and learned that she had previously been moving household goods and lifting boxes. The doctor revised the lead. The stimulation and programs are currently working.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.